Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant of new right ventricular lead, rv oversensing after the t-wave. Was observed. Programming changes were made and the issue was resolved. Patient was stable.